Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen had a hairline crack and was blank. Customer also reported slowness when changing screens. Customer believes that insulin pump may have been exposed to moisture. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.